Manufacturer narrative:
The reported events were for low pacing impedance and muscle stimulation. As received, a complete lead was returned in one piece. The reported event for low pacing impedance was confirmed. Visual inspection of the lead found the retracted helix clogged with blood and flattened/crushed coils consistent with clavicle crush was found at 24.0 cm from the connector pin. After cutting, cleaning, and applying torque directly to the inner coil, the helix was able to extend retract. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures. The lead failed the hi-pot test due to coil and insulation damage consistent with clavicle crush. The cause of the reported event for low pacing impedance was due to clavicle crush damage to the inner insulation exposing the inner coil.

Event description:
It was reported that the patient presented for in-clinic follow up with the right atrial lead exhibiting low pacing impedance. Programming interventions were initially made to address the impedance and switched to unipolar pacing. The programming adjustment resulted in muscle stimulation. The patient was scheduled for revision, and the lead was subsequently explanted and replaced. There were no further patient consequences.